Event description:
The facility reported a colleague infusion pump where the "ac and battery icons are not lit". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition where the "ac and battery icons are not lit" was confirmed and reproduced for the reported condition. The root cause was a disconnected light emitting diode (led) printed circuit board (pcb) harness. The led pcb harness was reconnected to correct the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.